Event description:
It was reported that a user experienced low blood glucose while using the ilet, with a measured value of 63 mg/dl, shortly after starting on the pump, and the user had already self-treated with approximately 15 grams of oral glucose tablets. Symptoms included hypoglycemia. Outcomes included on-call troubleshooting and education with direction to recheck in 15 minutes, repeat 15 grams of oral glucose if still low, and call back if unresolved. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause in the setting of early use of the system, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.